Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the device was discarded. The lot number was provided. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was reported that when the proglide device needle plunger was removed, no suture was attached to the needles. Due to the needle-to-cuff miss, bleeding continued requiring a second proglide device to achieve hemostasis. A needle-to-cuff miss can be affected by numerous factors including, but not limited to, manufacturing, user technique, such as, a failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during needle plunger deployment, aggressively deploying or removing the needle plunger and/or inadequate positioning of the foot against the arterial wall. However, no information in regards to the user technique was provided. Additionally, patient anatomy such as heavily calcified arteries and morbidly obese patients may contribute to a needle-to-cuff miss, but no information in this regard was provided. The customer reported that the proglide device was discarded, which may have assisted in the investigation. A review of the lot history record for the reported lot revealed no nonconforming material records. A conclusive cause could not be determined for the reported needle-to-cuff miss. To ensure this type of product experience is not a result of a potential product related deficiency, the needle trajectory of every device is checked twice during manufacturing, and a sampling of finished devices are also destructively tested to verify the functionality of the device

Event description:
It was reported that after a diagnostic coronary catherization through a 6f procedural sheath, arteriotomy closure of the common femoral artery was attempted with a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was attached to the needle. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequela. The physician was reported to be trained in the use of the proglide device. Though requested, no additional information was provided.